Event description:
On (B)(6) 2007, a (B)(6) female patient underwent an attempted left posterior wall acetabulum reconstruction following a fall onto her left hip. Due to severe femoral head impaction and segmental bone loss, the surgeon closed the wound and applied a drain. The patient was taken back to the operating room on (B)(6) 2007 for a total left hip arthroplasty with bone grafting. The patient was implanted with a synthes 12-hole, 3.5mm pelvic reconstruction plate, two proximal and two distal 3.5mm cortical screws and a lag screw. Additional non synthes hardware was also implanted including an acetabular cup, three screws and a proximal femoral prosthesis. Records indicate that the patient began having constant, severe pain in 2008 and is unable to stand on both legs or walk. On an unknown date, the patient was diagnosed with an infection of the total left hip replacement. Pre-operative testing revealed complete dislocation of the hip with loss of fixation of the acetabular component. The workup also confirmed infection by nuclear medicine and laboratory studies. The patient was taken to surgery for debridement, irrigation, synovectomy and the removal of hardware on (B)(6) 2013. Prior to wound closure, the patient was irrigated with 6 liters of saline and had antibiotic pellets implanted. A drain was also left above the fascia for postoperative drainage. It was reported that the patient tolerated the procedure well. This is report 5 of 6 for complaint (B)(4).

Manufacturer narrative:
Additional product code: ktt. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Device used for treatment not diagnosis. Placeholder.